Event description:
The customer reported the fluoro cine image is grainy. The pictures are not coming up clearly. No pt injury was reported.

Manufacturer narrative:
The svc rep installed sbc kit with image processor, cine drive, and cine bridge. System tests satisfactory at this time.